Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated area of the fallopian tube') and tubo-ovarian abscess ('left tubo-ovarian abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and device expulsion ("endometrial cavity is a coiled, silver metal wire"). The patient was treated with surgery (total abdominal hysterectomy, left salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, tubo-ovarian abscess and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and tubo-ovarian abscess to be related to essure. The reporter commented: patient was hospitalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received : event medical device removal was updated to more specific events: fallopian tube perforation , device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abscess ("abscess"). The patient was treated with surgery (oophorectomy). At the time of the report, the medical device removal and abscess outcome was unknown. The reporter considered abscess and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: fu 2 and 3 processed together. Pfs received- new event abscess was added. Case updated from non-serious incident to serious incident. On 29-apr-2020: fu 2 and 3 processed together. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.